Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 115 mg/dl on patient's meter and 91 mg/dl on lab. Tests were done within 10 minutes with a difference of 26%. The control solution test failed on the meter. Patient did not experience any adverse events. No further information has been reported.